Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block alarm during high pressure test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). S.w version 2.6d. Retainer ring = clear. Customer returned pump for an alleged hospitalized for low bgs found on (B)(6) 2021. The pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. However, pump error 63 alarm during self test. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. The keypad overlay was removed to perform visual inspection and found a broken trace on u1 keypad assembly. Pump error 63 alarm (variableinfo = 03) was recorded and found in the formatted history file on (B)(6) 2021 10:59:06.000, 02/09/2022 05:27:01.000 and 02/09/2022 13:37:50.000 due to a broken trace on u1 keypad assembly. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (21.7 mv). The motor was tested outside of the device on the ngp stb3 and passed. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer¿was noted during testing. The following were also noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case and a serial number label fading. A cracked retainer was confirmed. Pump error 63 alarm confirmed. Pump error 63 alarm during self test due to broken trace on u1 keypad assembly. Unable to verify customer alleged for low bgs. The force sensor is within specification and the motor functioning properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.